Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. The cause of the reported event was to the over-torqued of the inner coil.

Event description:
It was reported that the patient presented during implant procedure. It was noted that the helix of the lead was coming out of the tip. The reported lead was not implanted and the procedure was completed on (B)(6) 2024 with an alternative lead. The patient was in stable condition.